Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 210 mg/dl. Five minutes later pt repeated the test and obtained a reading of 196 mg/dl. Pt then used a different meter and the reading was 80 mg/dl. Pt drank a coke. Spouse took pt to the ER and their glucose was 54 mg/dl. Pt was given orange juice and treated with a dextrose IV. Spouse said controls had been in range on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.